Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s device never worked for them since implant, and they were implanted for tremors. The patient also reported that their device was broken and didn¿t have any further information. There were no further complications reported.